Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl, diabetic ketoacidosis, and "passed out"; cause was not known. Customer's friend called 911. Customer administered a manual injection and performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit, placed on a ventilator, and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.